Event description:
Olympus was informed that the distal tip of a lens cleaning sheath detached in the pt's abdominal cavity during an unspecified procedure. The broken tip was retrieved from the pt with the use of the same scope along with a unspecified instrument. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the distal tip had separated from the device. Additionally, the distal tip corroded due to chemical damage. The exact cause of the reported phenomenon could not be conclusively determined but based upon the investigation finding, user handling and reprocessing techniques may have contributed to this report. If significant add'l info is rec'd, a supplemental report will follow.

Manufacturer narrative:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this supplemental report is required on december 24, 2015. This supplemental report is being submitted to correct based on a retrospective review of complaint record. This event occurred on (B)(6) 2012.